Event description:
The account alleged the side rail had come off of the bed; the screws were stripped from the side rail. No injuries occurred.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.